Manufacturer narrative:
The returned valve was leaking when received, because of a large tear on the silicone elastomer housing. This tear is very likely related to a scalpel tear made during the explantation procedure. The valve module was removed from its silicone housing and observed under magnification. No anomaly was noted. The valve was then placed in another silicone housing to test the pressure/flow and it is within its specification. It was reported that the valve did not work. The returned valve was within its flow regulating specifications. The nph low flow valve is intended to be used in patients who need a low drainage rate (8-17 ml/hr).

Event description:
Product problem.